Event description:
It was reported a case of patch leaking during a surgery. In spite of repeated efforts, no information on the product serial number could be obtained at the time of this report.

Manufacturer narrative:
Method - no device evaluation was performed since the device was not returned to the manufacturer. Results - no review of the device history record was done since the product identifier was not provided. Conclusion - no conclusion can be drawn. A follow-up report will be submitted within 30 days upon receipt of any relevant additional information.